Event description:
Based on 157mg/dl 6:30pm blood glucose reading customer dosed 5 units humalog. Ate dinner, 2-3 hours later, customer passed out. Customer's spouse called paramedics. Paramedics administered a glucose IV. Approximately, 45 minutes after paramedics left, customer's spouse took blood glucose = 86mg/dl. A request was made for the return of the suspect device and replacement product was sent.